Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs lost power. The rep replaced the mobile viewing station (mvs) input fuses with assistance from tech services. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being used for a sacroiliac and thoracolumbar procedure. It was reported that both the mobile viewing station (mvs) and image acquisition system (ias) were getting power outside of the room and both turned on. When they moved it into the room they attempted to turn on the mvs but nothing would happen. The power button would not turn on. It was noted that there was potential fuses damaged. There was a reported delay of less than an hour and no impact to patient outcome.